Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, miscarriage and cholecystectomy. Previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included uterine bleeding, bleeding intermenstrual, dysfunctional uterine bleeding and incision site pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 for birth control and ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2012 to 2013 for haemorrhage nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping was awful after I had the essure implanted"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain with sex"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain (started around 145-150. After essure I started gaining)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (total abdominal hysterectomy (uterus and cervix removed), exploratory laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower was resolving, the vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the hysterectomy, she put on more weight, she is at 193 currently. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on an unknown date: specimen is labeled "uterus, cervix". Specimen is received in formalin and consists of a 69 gram uterus and cervix measuring 4.5 cm cornu to cornu, 4 cm fundus to isthmus, 3 cm isthmus to cervix and 3 cm anterior to posterior. The serosa is pink and glistening with no adhesions or exudate. The parametrium is cauterized. The ectocervix is tan and glistening. The cervical is centrally situated measures 7 cm in diameter. The squamocolumnar junction is distinct. The end cervical canal measures 3 cm in length with herringbone mucosa. The endometrium is tan and glistening it measures 3 x 2.5 x 0.2 cm. The myometrium is tan and trabeculated it measures 1.5 cm in greatest thickness. No lesions are identified. Representative sections are submitted in cassettes "a" through "d" as follows: anterior cervix, posterior cervix, anterior endomyometrium, posterior endomyometrium. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received : lot number and expiration date of essure added. Reporter's information updated. Events - abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping) / cramping was awful after I had the essure implanted, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain (started around 145-150. After essure I started gaining). Hair loss were added. Lab data, concomitant drugs, medical history, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, miscarriage and cholecystectomy. Previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included uterine bleeding, bleeding intermenstrual, dysfunctional uterine bleeding and incision site pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for birth control and ethinylestradiol;norgestimate (ortho tri-cyclen)(B)(6) 2012 to 2013 for haemorrhage nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping was awful after I had the essure implanted"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain with sex"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain (started around 145-150. After essure I started gaining)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (total abdominal hysterectomy (uterus and cervix removed), exploratory laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower was resolving, the vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the hysterectomy, she put on more weight, she is at 193 currently. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on an unknown date: specimen is labeled "uterus, cervix". Specimen is received in formalin and consists of a 69 gram uterus and cervix measuring 4.5 cm cornu to cornu, 4 cm fundus to isthmus, 3 cm isthmus to cervix and 3 cm anterior to posterior. The serosa is pink and glistening with no adhesions or exudate. The parametrium is cauterized. The ectocervix is tan and glistening. The cervical is centrally situated measures 7 cm in diameter. The squamocolumnar junction is distinct. The end cervical canal measures 3 cm in length with herringbone mucosa. The endometrium is tan and glistening it measures 3 x 2.5 x 0.2 cm. The myometrium is tan and trabeculated it measures 1.5 cm in greatest thickness. No lesions are identified.representative sections are submitted in cassettes "a" through "d" as follows: a. Anterior cervix b. Posterior cervix c. Anterior endomyometrium d. Posterior endomyometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, miscarriage and cholecystectomy. Previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included uterine bleeding, bleeding intermenstrual, dysfunctional uterine bleeding and incision site pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (b)(602012 for birth control and ethinylestradiol;norgestimate (ortho tri-cyclen)(B)(6)2012 to 2013 for haemorrhage nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping was awful after I had the essure implanted"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain with sex"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain (started around 145-150. After essure I started gaining)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and infection ("infection"). The patient was treated with surgery (total abdominal hysterectomy (uterus and cervix removed), exploratory laparotomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower was resolving, the vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, fatigue, weight increased and infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the hysterectomy, she put on more weight, she is at 193 currently. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on an unknown date: specimen is labeled "uterus, cervix". Specimen is received in formalin and consists of a 69 gram uterus and cervix measuring 4.5 cm cornu to cornu, 4 cm fundus to isthmus, 3 cm isthmus to cervix and 3 cm anterior to posterior. The serosa is pink and glistening with no adhesions or exudate. The parametrium is cauterized. The ectocervix is tan and glistening. The cervical is centrally situated measures 7 cm in diameter. The squamocolumnar junction is distinct. The end cervical canal measures 3 cm in length with herringbone mucosa. The endometrium is tan and glistening it measures 3 x 2.5 x 0.2 cm. The myometrium is tan and trabeculated it measures 1.5 cm in greatest thickness. No lesions are identified.representative sections are submitted in cassettes "a" through "d" as follows: a. Anterior cervix. B. Posterior cervix. C. Anterior endomyometrium. D. Posterior endomyometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received - event added- infection. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, miscarriage and cholecystectomy. Previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included uterine bleeding, bleeding intermenstrual, dysfunctional uterine bleeding and incision site pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 for birth control and ethinylestradiol; norgestimate (ortho tri-cyclen) (B)(6) 2012 to 2013 for haemorrhage nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping was awful after I had the essure implanted"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain with sex"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain (started around 145-150. After essure I started gaining)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and infection ("infection"). The patient was treated with surgery (total abdominal hysterectomy (uterus and cervix removed), exploratory laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower was resolving, the vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, fatigue, weight increased and infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the hysterectomy, she put on more weight, she is at 193 currently. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on an unknown date: specimen is labeled "uterus, cervix". Specimen is received in formalin and consists of a 69 gram uterus and cervix measuring 4.5 cm cornu to cornu, 4 cm fundus to isthmus, 3 cm isthmus to cervix and 3 cm anterior to posterior. The serosa is pink and glistening with no adhesions or exudate. The parametrium is cauterized. The ectocervix is tan and glistening. The cervical is centrally situated measures 7 cm in diameter. The squamocolumnar junction is distinct. The end cervical canal measures 3 cm in length with herringbone mucosa. The endometrium is tan and glistening it measures 3 x 2.5 x 0.2 cm. The myometrium is tan and trabeculated it measures 1.5 cm in greatest thickness. No lesions are identified. Representative sections are submitted in cassettes "a" through "d" as follows: a. Anterior cervix. B. Posterior cervix. C. Anterior endomyometrium. D. Posterior endomyometrium. Lot number:975393, manufacturing date:2012-04, expiration date:2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.